Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s last finger stick blood glucose level was 409 mg/dl, after that they took manual injection the blood glucose was 414 mg/dl and after low reservoir warning blood glucose was 325 mg/dl. Customer was treated with manual injection and bolus with insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.